Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 11/18/2022, 12/02/2022 and 12/09/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen was not holding calibration. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse), and the customer verified that within a few minutes, the touchscreen calibration drifted. The rse provided the customer with the part number of the touchscreen for the repair.